Event description:
Per the medical article "asymmetrical expansion of balloon expandable transcatheter aortic valve prostheses" corresponding author dr thomas pilgrim, the aim of this study was to investigate the impact of asymmetrical expansion of balloon-expandable thvs on hemodynamic valve performance and clinical outcomes. 1,216 patients undergoing transfemoral tavr for native severe aortic valve stenosis with contemporary balloon-expandable thvs between february 2014 and june 2022 were include in this study. The following events were identified as pertaining to an edwards lifesciences device: the article reported in table 3 procedure outcomes according to tavr asymmetry index (high vs low), annulare rupture/aortic dissection was listed. No additional details were provided in the table or the article.

Manufacturer narrative:
E1 phone number (B)(6). Reference article, maznyczka, annette, et al. "Asymmetrical expansion of balloon-expandable transcatheter aortic valve prostheses: implications for valve hemodynamic and clinical outcomes." Cardiovascular interventions 17.17 (2024): 2011-2022. In this case, the exact valve model number is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are: p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve; p140031 edwards sapien 3 ultra transcatheter heart valve system. The dates of the events are unknown; however, according to the article the study period was from february 2014 to june 2022. For this reason, the first day of the reported study period (01-february-2014) was used as the occurrence date. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted to reference related reports. This is one of six manufacturer reports being submitted for this case. Please reference related manufacturer reports: 2015691-2025-00454. 2015691-2025-00455. 2015691-2025-00456. 2015691-2025-00457. 2015691-2025-00458. 2015691-2025-00459. 2015691-2025-00460.